Manufacturer narrative:
(B) (4).

Event description:
While attempting to refill the pump, they pulled out "pus-like" fluid from pocket site. It was sent for analysis; (B) (6) infection was suspected. They were unable to complete the pump refill. The reservoir was near 1 ml. Additional info has been requested, a f/u report will be sent if additional info becomes available.